Event description:
On (B)(6) 2013, customer reported via phone that during an unk procedure on a male pt (exact age unk) the error occurred. The staff had to move the pt to a back up room to complete the procedure. No injury to report.

Manufacturer narrative:
Customer had called tech support and said the image intensifier (ii) movement was jerky. Upon further discussion, tech support was told a doctor had used excessive amounts of water during the case the day before, the water was pouring out from under the table top when table was tilted. Field service engineer (fse) investigated the misalignment problem and found the transducer for the image intensifier carriage movement saturated with fluid, which was causing "x-ray misaligned" message on the display shroud. Fse replaced the transducer was verified all table movements fse checked system operation per system service manuals 4041004, 710953, and 710273, and completed service checklist qssrw14.2.